Event description:
A report was received that the patient has passed away. There is no further information regarding the patient's death at this time.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2158-50, serial/lot#: (B)(4), description: linear lead with enhanced stylet, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient has passed away. There is no further information regarding the patient's death at this time.

Event description:
A report was received that the patient has passed away. There is no further information regarding the patient's death at this time.

Manufacturer narrative:
Additional information was received that the patient's physician did not have knowledge as to what the cause of death was.